Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and abdominal pain. The cause of and treatment for the peritonitis were not reported. On the same day as the onset, the patient was hospitalized for the event. Pd therapies were discontinued. Three days after event onset, the pd catheter was removed due to "not recovering". At the time of the report, the patient was not recovered from the event. No additional information is available.